Event description:
The distributor reported on behalf of the user facility that following incident: the pt, a six week old, female with a weight of eleven lbs developed skin sloughing and purulent drainage at the distal catheter insertion site where the device was placed. The pt was also third spacing and edematous. The pt had a systemic fungal infection. The pt has a medical history of a congenital heart defect. Sorbaview transparent film was used as an over dressing. No product is being returned for eval.

Manufacturer narrative:
The biopatch antimicrobial dressing with chlorhexidine gluconate is an external device intended for use as a hydrophilic wound dressing that is used to absorb exudate and to cover a wound caused by the vascular and vascular percutaneous medical devices. The package from the product does reflect the following warning in reference to the age of pts: "the safety and effectiveness of biopatch antimicrobial dressing has not been established in children." A further warning addresses overall hypersensitivity: "do not use biopatch antimicrobial dressing on pts with a known sensitivity to chlorhexidine gluconate. Adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are rare, but if any such reactions occur, discontinue use of the dressing immediately." The package insert also contains the following precaution: "biopatch antimicrobial dressing should not be placed over infected wounds. It is not intended to be used as a treatment for percutaneous device related infections." Integra lifesciences corporation will continue to investigate this incident and a f/u will be filed upon completion of the investigation.